Event description:
Tubing coming out of top of transducer came apart inside package. Device was not used on patient.

Manufacturer narrative:
Results/conclusions: other - device has not been returned for evaluation.